Event description:
In 2008, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical plasma disc decompression procedure, the tip of the perc dc wand detached and remained in the patient's cervical disc. It was reported there was no patient injury.

Manufacturer narrative:
The device was received for investigation. The investigation for the device is currently in progress. A follow up report will be provided following completion of the investigation.